Event description:
Dr notified at end of operation that laparoscope was not sterile. Chemical still in its container. Dr. Was told as soon as this was discovered. Pt had antibiotics pre-op. Indicator strip also had not turned white to represent sterilizing process. MFR rep was notified and came in to examine the equipment. It is believed that the instruments were disinfected in the machine. Infection control involved in the follow-up.